Event description:
It was stated that ¿during a revision surgery, the doctor was trying to straighten the head of the screw when the tulip head was pulled off. Surgeon used another screw to finish his procedure.¿

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tulip of the polyaxial screw was confirmed to be separated from its bone screw. The imprint on the bone-screw is small but situated on the extremity of the cylindrical part of bone-screw tip which means that the screw was implanted over-angulated. Mfg record review: a DHR review was conducted for all lots and all sub-products with no non-conformities or deviations found for all lots. Complaint history analysis: 25 previous records relating to tulip disengagement for this design. Risk assessment: no adverse consequences and surgeon used another screw to successfully finish his procedure. Conclusion: the initial surgery was performed two yrs ago and subsequently there was tissue formation around the implants which could require some additional load which is applied by the surgeon to adjust the position of the tulip. It was concluded that the implants failure is a result of this over-load and is also associated with screw over-angulation during implantation.